Event description:
It was reported that the customer's blood glucose was 486 mg/dl. The customer did not believe that her meter was giving accurate reasons because she was at 82 mg/dl blood glucose before she ate dinner and stated that it could not have spiked so high for what she ate. She measured again and her blood glucose was 382 mg/dl. Eight minutes later, she checked again and her blood glucose was 423 mg/dl on a different insulin pump. The customer stated she was not experiencing any symptoms of high blood glucose. She was advised to treat. The customer reportedly never experienced any no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).